Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 13 years old and has never been returned to the MFR for repair. Investigation of the unit verified the comb to be damaged. Damage was also observed on the roller, side plates, ball detent and bushings. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher comb was damaged. Despite multiple follow up attempts with the customer, no additional info was able to be obtained regarding the reported event.